Event description:
This x-ray system went down during a pt procedure.

Manufacturer narrative:
(Eval method, results and conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.